Event description:
Multiple freestyle libre 14 day sensors have failed after 11 days or more commonly gave erroneous mg/dl readings as the sensor ages so that on the 14th day the libre read 150mg/dl lower than my 2 one touch finger stick measuring devices. Five (5) of the last 10 sensors have exhibited the failure response or loss of testing accuracy. Prior to these past months there was a failure rate of about 10%. FDA safety report ID# (B)(4).